Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during treatment with unkn wound dev (profore), the patient experienced cellulitis. It is unknown how this adverse event was treated, the dressing usage was suspended. Current health status of patient is unknown.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation, all supplied information has been reviewed and we have not been able to confirm the complaint. Medical review conclude, the information provided is insufficient to determine whether the patient¿s symptoms, are due to a pre-existing or concurrent medical or surgical condition or procedure. It cannot be definitively concluded that the root cause of the reported cellulitis is the direct result of using the profore product. It was communicated via e-mail that the ¿condition improved in approximately one week with antibiotics.¿ since no further harm is anticipated no further clinical assessment is warranted at this time. Potential causes may include patients pre-existing medical condition or procedural variance. A documentation review has been conducted, confirming no previous complaints of this nature. No historical escalations or manufacturing problems have been observed. The instructions for use contain comprehensive instructions on the safe operation and use of the device. The risk files mitigate the reported issue with no updates required. This investigation is now complete, with no manufacturing problems observed, no corrective actions are deemed necessary. Without a valid lot, serial number we cannot perform any additional investigations, but we will continue to monitor for adverse trends relating to this product range. Smith & nephew continue to control the release of batches/devices against manufacturing specifications as part of our approved quality management system.